Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection.

Event description:
The customer reported via phone call that insulin pump had pump error alarm. Blood glucose was 82 mg/dl. Troubleshooting was performed. Customer reports they were able to clear the alarm. The insulin pump will be returned for analysis.